Event description:
It was reported that during prostate procedure at 93,139j and 11 mins of use; fiber broke was noted. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber. No patient injury reported.